Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had weakness in his left arm on the day of his permanent implant. During the procedure, neuromonitoring had indicated an issue with the left arm. The physician left the scs system implanted initially, but removed the system the next day. It was reported the system was working properly postoperative. The pt was kept in the hospital for monitoring of the issue. Follow up identified the pt was participating in physical therapy to regain strength, and the symptoms were not resolved, but were slowly improving.